Manufacturer narrative:
The reported issue is confirmed. The root cause is a failing circulation pump. The device was evaluated upon receipt. The circulation pump required priming to operate. Circulation pump was serviced during the pm process. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse think they resolved the issue. They were getting 113 alert reduced water temp control in an arctic sun device. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.7c, flow rate (fr) was 1.3lpm. Guided to diagnostics: system hours 3325, pump hours 3221, chiller temperature (t4) was 4.7c, mixing pump command (mpc) was 18%, water level 4. They claim they have had no low flow issues that they were aware of. Explained that it was possible the low flow caused this alert, and they corrected the issue troubleshooting. There were no additional alarms during the course of their conversation. They will watch the device and if there were any additional alarms they will contact again. No further calls from this account. Per review of wo (B)(4) notes on 17dec2025, they reported alarm 113 occurred during the case. An evaluation of the device indicates a failed mixing pump. Per sample evaluation results on 26jan2026, circulation pump primed to fill.

Event description:
It was reported that the nurse think they resolved the issue. They were getting 113 alert reduced water temp control in an arctic sun device. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.7c, flow rate (fr) was 1.3lpm. Guided to diagnostics: system hours 3325, pump hours 3221, chiller temperature (t4) was 4.7c, mixing pump command (mpc) was 18%, water level 4. They claim they have had no low flow issues that they were aware of. Explained that it was possible the low flow caused this alert, and they corrected the issue troubleshooting. There were no additional alarms during the course of their conversation. They will watch the device and if there were any additional alarms they will contact again. No further calls from this account. Per review of work order (B)(4) notes on 17dec2025, they reported alarm 113 occurred during the case. An evaluation of the device indicates a failed mixing pump. Per sample evaluation results on 26jan2026, circulation pump primed to fill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.